Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the 32100 error. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient fixture test platform (pftp) where ¿yaw advance brake check¿ failed. Once testing was completed, failure analysis was able to conclude that the ¿axes controller motor pca¿ was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer disabled the fourth arm and proceeded with a three-arm setup. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to starting a da vinci-assisted pancreatectomy-distal procedure, a nurse called in to report that they were facing an issue with universal surgical manipulator (usm) 4. Technical service engineer (tse) viewed the system event logs and noticed errors 32098 and 32100 pointing usm4. Tse guided caller to perform a hard power cycle with emergency power off (epo), no change. Tse asked caller to perform another power cycle, no change. The tse guided the caller to disable usm4. The tse reviewed the logs and confirmed that the customer proceeded with 3 arms after disabling usm4. The procedure was completed with no reported injury. The issue caused a delay of less than 15 minutes. Intuitive followed up and obtained additional information. The issue occurred prior to starting post anesthesia and ports were placed.